Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported the I-stat 6+ cartridge yielded a sodium result of 117 mmol/l on the first test, 139 mmol/l on the second, and 139 mmol/l on the third test. There was no lab result. There was no report of any injury or impact to pt care associated with the event. No pt or medication info available.

Manufacturer narrative:
(B)(4).